Event description:
Per the clinic, the patient experienced migration of receiver/stimulator. During the surgical procedure to adjust the position of receiver/stimulator, the implant was accidentally pulled out of the cochlea. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery.